Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced injury, pain, disability, impairment, infected mesh (infection), vaginal abscess, dyspareunia, vaginal scarring, unspecified bowel problems, bleeding, low back pain, leg pain, aching, minimal nausea/vomiting, anxiety, depression, incisional pain, vaginal pain, abdominal pain, leakage, lethargy, burning in left gluteal area, increased white blood cells, decreased red blood cells/hematocrit/hemoglobin, slurred speech, abdominal distention/tenderness, slightly limited sensory/mobility, light bloody drainage, cloudy urine appearance, pale skin, decreased breath sounds, lower groin pain, urinary stress incontinence, increased temperature (fevers), indurations/swelling of the vagina, low blood pressure, vaginal prolapse, urinary frequency, inflammation, dysuria, restlessness, migraine headaches, diarrhea, bacterial infection, abdominal scarring, bleeding coming from catheter site, mild tachycardia, blood in urine (hematuria), non-surgical intervention and additional surgical intervention.